Event description:
It was reported that the pt is bilaterally implanted and was scheduled to undergo a MRI examination. Since 2007, the pt's right implant showed high impedances and short circuits. Due to the child's medical condition at that time, it was not sure if the pt should be re-implanted. Last month, the neurologist wanted to carry out a MRI and it was decided to explant the right implant beforehand. The pt was explanted in 2009.

Manufacturer narrative:
The device has been explanted and returned to the MFR for eval. When available, a device analysis wil be submitted as a follow up report.